Event description:
It was reported that lead dislodgement was observed. Lead was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.